Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. Under fluoroscopy, the lead was found to have pulled back. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.